Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer stated that to go to bed 300 or more in order to prevent going low, 5 to 6 weeks ago go to bed at 250 mg/dl and all on a sudden goes low with that. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer did basal rate changed with health care professional and not improving 40 mg/dl or lower and was it of it wife had to give glucagon, a few weeks went to bed at 360 mg/dl and took hours to get him out of it from the 40 mg/dl blood glucose and was 56 mg/dl a couple of hours later and several lows since. Customer did not used auto mode at the time of event. The device will be returned for analysis.